Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a fever and was diagnosed as infection. The catheter was removed, but the cuff remained in the patient's body. The patient recovered from the infection as of (B)(6) 2017. Another catheter was implanted via the left subclavian vein. On 3/21/2017 - the catheter was in place for approximately 3 years and 8 months. Additional information regarding the reported infection was requested but not provided.